Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction under the sensor adhesive. The sensor was inserted on (B)(6) 2016. The reaction was described as itchy, red rash, dry, and scaly. Affected area was treated with mupirocin prescribed on (B)(6) 2016. Date of event, insertion, and prescription are approximations. At the time of contact, patient is well. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.